Event description:
It was reported via an article published in proceedings of the 25th annual fall scientific meeting of smsna that a study was conducted to compare the efficacy of traditional rezum therapy with steam treatment of the median lobe to transurethral resection for the median lobe, rezum treatment for the lateral lobes of the prostate (rezurp). A single surgeon series between 2019 and 2024 analyzed standard benign prostatic hyperplasia (bph). From the 107 patients that underwent the traditional steam treatment, 16 patients underwent retreatment. On the other hand, from the patients that underwent treatment for the lateral lobes of the prostate, only 5 out of 89 received retreatment.

Manufacturer narrative:
The journal of sexual medicine, volume 21, issue supplement_7, december 2024, qdae167.215, https://doi.org/10.1093/jsxmed/qdae167.215. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via an article published in proceedings of the 25th annual fall scientific meeting of smsna that a study was conducted to compare the efficacy of traditional rezum therapy with steam treatment of the median lobe to transurethral resection for the median lobe, rezum treatment for the lateral lobes of the prostate (rezurp). A single surgeon series between 2019 and 2024 analyzed standard benign prostatic hyperplasia (bph). From the 107 patients that underwent the traditional steam treatment, 16 patients underwent retreatment. On the other hand, from the patients that underwent treatment for the lateral lobes of the prostate, only 5 out of 89 received retreatment.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, the reported allegation was not confirmed. The journal of sexual medicine, volume 21, issue supplement_7, december 2024, qdae167.215, https://doi.org/10.1093/jsxmed/qdae167.215. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.